Manufacturer narrative:
An investigation conducted by field service engineering confirmed the customer reported problem was associated with the digitizer. The digitizer converts the analog video images recorded by the camera into a digital format so that it can be transmitted over the fiber-optic cable and combined with other images. The system was repaired by replacing the digitizer. As of december 30, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while preparing to start a da vinci s prostatectomy procedure, the site experienced color bars in the right and left eye of the surgeon side console and found the led light on the digitizer to be off. With the assistance of an isi technical support engineer, the site checked the camera controller unit (ccu), reseated the power cable and reseated the system cable, however the digitizer would not restart. The patient was under anesthesia when the surgeon decided to abort the planned procedure and reschedule for the following day. No patient injury, harm or adverse outcome was reported.